Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit. The customer did not know the blood glucose reading. The customer stated that she was unable to get the display to return, despite 3 battery replacement attempts. Upon troubleshooting, the display did return on the insulin pump. The customer was advised that a replacement battery cap would be sent. Upon inspection, it was found that the battery out limit alarm occurred after the batteries had been out of the device for greater than the duration allowed by the insulin pump. She was advised that this was normal device behavior. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.